Event description:
It was reported that during the acd c4-5-6 procedure, the surgeon was having a hard time getting the screw to purchase into the bone because it was loose. As the surgeon tried to pull the implant out to re-adjust, the plate pulled out and one piece of the peek spacer broke off. The piece was retrieved, approximately 10 minutes time was added to the procedure. The surgeon used a new plate and spacer without further incident and with no adverse event to the patient noted.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for manufacturing revealed no complaint related issues. Manufacturing evaluation of the returned device(s) revealed two pieces of the peek part are broken off and were sent back for investigation. Also there is at the inner side of the peek part. The relevant dimensions cannot be verified anymore due to the damage. The fracture did start at the upper point of one slot. This let us suppose that the titanium part was not fully inserted into the peek part anymore during trying to pull out the implant, which caused a mechanical overload at the top side of the slot and finally the breakage. The deformation at the inner side of the peek part also indicates that high forces were used during the procedure. Therefore this complaint is indeterminate from a manufacturing standpoint. Product development evaluation of the returned device(s) revealed the implant was received in the disassembled condition. There was damage observed on the spacer near the interconnection features on one side, the other side looked undamaged. A piece of the spacer was completely broken off (from the interconnection feature), and another piece of the spacer was almost broken off (from the interconnection feature), but still attached. There were small gouges in the spacer near the posterior portion of the lumen for the cranial screw; all other features of the spacer were in good condition with no other damage noted. All features of the interbody plate were in good condition with no damage noted; the blocking mechanism was in good working condition and could successfully block a screw. Despite the damage to the spacer, there was no indication that the dissociation could happen without any external loading or forces. The damage to the spacer was most likely caused during the implant insertion, hole prep, screw insertion, and/or removal. The interbody plate and spacer could not be successfully reassembled because the broken piece prevented assembly. However, the interbody plate from this complaint could be successfully attached and retained to another spacer located in product development, which proved the interconnection features of the interbody plate functioned correctly. The implant is designed to have a semi-rigid connection between the interbody plate and spacer. The intent for this design was to decouple the interbody plate from the spacer, so the interbody plate could perform similar to an anterior interbody plate, and the spacer could perform similar to an interbody spacer. This "decoupled" design scheme is meant to minimize the stress and promote load sharing between the interbody plate and spacer. Thus, the interbody plate and spacer were designed as separate parts that have complimentary mating features that are keyed to only assemble in one vertical direction. Implants with smaller heights (i.e. 5 & 6mm) can be more susceptible to disassembly because the complimentary mating features are slightly smaller in the vertical direction. In addition, the hole prep and screw insertion instruments are designed to insert screws within a specific range. If these instruments are misused outside of the range, it could create an environment that could cause the interbody plate to separate from the spacer. This complaint is invalid. As a result of the design, the spacer can dissociate from the interbody plate if it is mishandled and loads are applied to each part in opposite directions and in the vertical orientation of the keyed interconnection. The implant is most susceptible to this occurrence during implantation if uneven insertion forces are applied to the interbody plate and spacer. Dissociation could also happen if the hole prep and screw insertion instruments are used outside of the recommended screw insertion angle ranges. The risk of dissociation in the patient post-op is low because the interbody plate and spacer are loaded in the same vertical directions in the spine. The implant design does allow it to be reassembled if it dissociates if the surgeon chooses to do so, however the most conservative solution is to use a new implant.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 1 of 1 for (B)(4).